Event description:
Reporter indicated a vns dell handheld computer was freezing after interrogation and not holding a charge despite being plugged in between uses. These events suggest a possible software and battery problem. The dell handheld computer and flashcard are currently in product analysis.